Manufacturer narrative:
The device was not returned to olympus for inspection, therefore, it was not possible to confirm the reported failure. Since the device was not inspected, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope had a chip on the tip. The event was found during reprocessing. There were no reports of patient involvement.